Event description:
It was reported that the patient received a shock, with a por (power on reset) occurring as a result. Wireless telemetry was also no longer available. The shock egm (electrogram) was not available due to the por deleting diagnostics. Detections were turned off, and the device and rv (right ventricular) lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 implantable pacing lead, (B)(6) 2003.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the distal conductor of the lead developed a fracture due to flexing while in vivo; distal segment returned and analyzed.